Event description:
While undergoing a surgical procedure to correct a droopy eyelid it was alleged that a spark from the cautery device ignited the surgical drape that covered the patient's face, causing burns. The user facility did not report this incident to arrow medical.